Manufacturer narrative:
Device evaluated by MFR.: inspection of the device revealed no damage; however, the shaft and tip were filled with blood. Functional testing was attempted, but the console received an over-pressure alarm message. The devices catheter shaft was soaked in an ultrasonic cleaner for approximately 24 hours but was still unable to prime due to an over-pressure alarm. The device was then inspected under the microscope to discover that dried blood/contrast and rust was occluding the jet holes.

Event description:
Reportable based on device analysis completed on 18apr2024. It was reported that a leak occurred. The target lesion was located in the lower limbs vein. An angiojet zelante dvt was selected for thrombectomy procedure. After the preparation was completed, the system alerted, "check whether the catheter was kinked." However, no abnormality was found. After the system was reset, the fault still existed. Another error prompted, "perseverative error. Please replace the device." On the screen. A saline leaked in the tubing and a liquid in the pump was also noted. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, returned device analysis revealed a dried blood/contrast and rust was occluding the jet holes.